Manufacturer narrative:
(B)(4).

Event description:
It was later reported there was a tube set message and the pump stalled greater than 24 hours.

Manufacturer narrative:
Product ID 8709sc, lot# n139928007, implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported "premature and on-going alarming" motor and dye studies were not performed. No patient injury occurred and the patient recovered without sequela. The pump was explanted on (B)(6) 2015. It was later reported that the pump was used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found motor gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion on gear wheel 3 and upper shaft wear on gear 2.

Manufacturer narrative:
Conclusion code was updated.

Event description:
It was reported that there was a confirmed motor stall and recovery recorded in the event logs. The stall occurred on 2015 (B)(6) at 12:44 and recovered on 2015 (B)(6) at 11:31. The patient could tell he was tighter when he was brushing his teeth that morning and had increased spasticity. Magnets and magnetic resonance image (MRI) has been ruled out. The pump was infusing baclofen (compounded). Additional information received reported that another motor stall had occurred on 2015 (B)(6) with no recovery. The patient was not having any symptoms of withdrawal. The patient was also taking oral baclofen that the health care provider (hcp) put him on due to increased spasticity in the arm from the previous motor stall. Additional information received reported that the second motor stall had recovered. The duration of the motor stall was unknown. A manufacturing representative had reset the pump and reset the alarm. The patient was recovered without sequela at the time of the report; however, a pump replacement was being planned due to the multi ple motor stalls. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.